Event description:
Health care professional reported through clinical study follow-up that approx 38 months post implant, the patient experienced a probable embolic thromboembolism resulting in speech impediment. The patient was treated with heparin and then switched to warfarin. Eleven days after the first thromboembolism the patient experienced another which resulted in amnesia and disorientation. Warfarin therapy continues and the valve remains implanted and functioning as intended.